Manufacturer narrative:
According to the customer, on (B)(6) 2024 the nebulizer "stopped misting" the "albuterol" medication causing her daughter to develop a "congestive cough". The customer reported her daughter takes the medication "as needed" to treat her "asthma". The customer reported after the cough developed she called her physician who prescribed "prednisone oral medication for 5 days". The customer did not report any serious injury, medical intervention, or follow-up care related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2024 the nebulizer "stopped misting" the "albuterol" medication causing her daughter to develop a "congestive cough".